Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign - italy. G2: literature - d'ambrosi, r., valli, f., nuara, a., mariani, I., di feo, f., ursino, n., formica, m., mangiavini, l., hantes, m., & migliorini, f. (2023). No difference in mobile and fixed bearing partial knee arthroplasty in octogenarians: a clinical trial. European journal of orthopaedic surgery & traumatology : orthopedie traumatologie, 33(7), 3081¿3088. Https://doi.org/10.1007/s00590-023-03537-7 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03442, 0001822565-2023-03443.

Event description:
It was reported in a journal article from european journal of orthopaedic surgery & traumatology that reported a clinical trial from italy. Participants were enrolled over a 4 year timeframe. The purpose of the study was to observe if either mobile bearing (mb) or fixed bearing (fb) partial knee arthroplasties (pka) performed better in octogenarians. The study reviewed 61 patients that underwent medial pka due to osteoarthritis by two different surgeons in a nonrandomized allocation. A minimally invasive technique was used in all patients. The 33 patients in the mb group received oxford implants with refobacin bone cement r. The 28 patients in the fb group received persona partial knee implants with refobacin bone cement r. The study population at the time of surgery had a mean age of 82.3 +/- 2.0 years in the fb group and 81.9 +/- 1.0 years in the mb group. The fb group consisted of 23 women (82%) and 5 men (18%), and the mb group consisted of 25 women (76%) and 8 men (24%). Follow-up was conducted at 1 and 3 years postoperatively. Due diligence is in progress for this complaint; to date no additional information or product has been received. The study reported 3 patients in the fixed bearing group were revised due to aseptic loosening. Attempts have been made and no further information has been provided.